Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly tilted, perforated, and detached. This information was received from various sources. This malfunction involved all 3 patients with no consequences. One patient was a 20 year old male and one patient was a 57 year old female. There was no other information provided for all the patients.

Manufacturer narrative:
The product catalog number of two malfunctions were updated to rf400f and unknown g2. The filter type of one malfunction was updated to g2 express filter. Of the three devices, two lot numbers were provided and lot history reviews were performed. There were no devices returned for any of the three malfunctions. Medical records were provided and reviewed for two malfunctions. For one malfunction, the investigation confirmed for filter tilt, perforation of the ivc and limb detachment. For second malfunction, the investigation is confirmed for alleged perforation of the inferior vena cava, filter tilt, filter limb detachment, and retrieval difficulties. For third malfunction, the investigation is inconclusive for perforation of the ivc, filter tilt and filter detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The devices are labeled. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunction events. A review of the event indicated that model rf310f vena cava filter allegedly tilted, perforated, and detached. This information was received from various sources. One patient was a 20-year-old male, weighing 165lb. Age, weight, and gender for the other patients was not provided.

Manufacturer narrative:
Of the four events, the product catalog number of one device was updated to unk g2x. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately five months post filter deployment, an inferior venacavogram performed prior to filter retrieval revealed a significantly tilted filter with legs penetrating through the ivc wall and one strut was detached. A CT performed post filter retrieval demonstrated a single retained strut within the lumen of the ivc. Therefore, the investigation can be confirmed for filter tilt, perforation of the ivc and limb detachment. Based upon the available information, the definitive root cause is unknown. The second, third and fourth events the devices were not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation of the ivc, filter tilt and filter detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown.

Manufacturer narrative:
H10: the reported malfunction was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr child rec (B)(4). H10; the product catalog number of one malfunctions were updated to rf400f. H10: lot numbers were provided for both malfunctions and lot history reviews were performed. There were no devices returned; however, medical records were provided and reviewed for both malfunctions. For one malfunction, the investigation confirmed for filter tilt, perforation of the ivc and limb detachment. For the second malfunction, the investigation is confirmed for alleged perforation of the inferior vena cava, filter tilt, filter limb detachment, and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly tilted, perforated, and detached. This information was received from various sources. Both malfunctions involved patients with no reported consequence. One patient was a 20 year old male and one patient was a 57 year old female. All other patient information was not provided.

Manufacturer narrative:
The lot number for the device was not provided for three of the four reported events; therefore, a manufacturing review could not be performed. One of the four events provided a lot number and a manufacturing review will be performed. The devices have not been returned for evaluation; therefore, the investigation is inconclusive for malposition of device, detachment of device or device component, and patient device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes four malfunction events. A review of the event indicated that model rf310f vena cava filter experienced malposition of the device, detachment of the device or device component, and a patient device interaction problem. These reports were received from various sources. Four patients were involved with no patient consequences. One patient was male and (B)(6) years of age. Patient age and gender were not provided for the other two patients and patient weight was not provided for all patients.